Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple inaccurate fill estimates with the same cartridge. Reportedly, the customer filled the pump cartridge with 145 units of insulin, and the insulin gauge remained static at 145 units for over 24 hours. Customer reported a blood glucose level of 162 (mg/dl). It was confirmed that the customer would continue using the current cartridge until all of the insulin was used.